Manufacturer narrative:
Concomitant medical product: big 60 inflation device. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a visual inspection, it was observed that there was a split in the balloon material. The split was about 4 cm in length and the length of the split was from the middle section of the balloon towards the distal end of the balloon. Due to the condition of the balloon material, a functional test could not be performed. No section of the balloon material was missing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state: "inflate the balloon to the pressure corresponding to the smallest balloon diameter and maintain until desired dilation is achieved. To achieve increasingly larger balloon diameters, increase pressure as indicated on catheter tag." A possible contributing factor to balloon damage is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. The reporter specified that negative pressure was not applied to the balloon device prior to advancement through the accessory channel of the endoscope. Another possible contributing factor to balloon damage is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the catheter". The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage balloon esophageal are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
As reported to cook customer relations: "during an esophageal dilation procedure the physician used a cook hercules 3 stage balloon esophageal. The physician was inflating straight to twenty (20) mm. The device was holding water up to just before it reached twenty (20) mm and it was noted the balloon was no longer holding water as it had burst. Nothing detached in the patient. The device was removed and another of the same was used to complete the procedure. There was no harm to the patient."